Manufacturer narrative:
UDI: (B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. More information concerning the event was requested but has yet to be received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon encountered infection around plates and screws after the craniotomy. It is reported the surgeon is not sure of the cause of the infection. More information was requested concerning the event but has yet to be received.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Correction: the product that was returned for evaluation is from the hospital's stock and was not removed from the patient. The product identity was confirmed in the evaluation. The returned parts were visually evaluated and found to be in new condition. The outer seal has not been opened. The outer seal is a full seal with no voids or anything else that would compromise sterility. The sterile dot is red, indicating it received the expected gamma irradiation. The sterility certifications were reviewed and showed this lot received the required dose of gamma irradiation. According to the evaluation, infection is a known risk of any surgical procedure and was not likely caused by the implant. The complaint cannot be verified as there is no indication that the sterility was compromised and no evidence of the infection was provide. The most-likely cause of the infection could not be determined.